Manufacturer narrative:
Additional information: b5 and h10. B5: patient had two elevated (also described as "so far out of range") partial thromboplastin times (ptt) on two separate lab draws (not further specified). The patient's blood was drawn on the opposite side of the heparin infusion, and no change in dose of drip prior to lab draw. Infusion paused per protocol and repeat level was checked which resulted within normal limits. The pump was assumed to be the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b1, b2, b5, f10 (health effect - clinical codes and impact codes), and h1 b5: the cardiac intensive care unit (cicu) patient had been on a heparin infusion running at 18-20 units/kilogram for an unspecified amount of time. The patient¿s activated partial thromboplastin time (aptt) had been therapeutic for over 24 hours. Due to the heparin under infusion in the patient¿s level noted a ¿large increase¿. The rn had to stop the infusion per protocol. At a later check, the aptt was subtherapeutic. No further information was available at the time of this report. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused heparin during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.